Manufacturer narrative:
Subject device has been received. A product evaluation was performed. The investigation of the complaint articles indicates that: the synapse system is designed and fully stocked 2 case (1 one case for instruments and 1 case for the implants) enhanced set for posterior stabilization of the upper spine (technique guide dsus/spn/0414/0143 7/14). Subsequent evaluation of the intended component designs, configuration of the set and review of (vintage) intended (B)(4) rev.d & (B)(4) rev.e was performed and the synapse system is determined to be suitable for the intended design and dimensional conformity. The returned cases were assembled and supplied to the field on approximately 10/2013, less than 1 year ago. The graphic cases were decontaminated and sterilized as per (B)(4) rev.s & (B)(4) rev.I requirements for returning product. This required process eliminated any potential oily residual as none was evident during initial evaluation. The graphic cases and contents were therefore forwarded to the (B)(6) lab to undergo recommended parameters for decontamination and autoclave cycles in an attempt to replicate the complaint description as follows: step 1 ¿ soak in (B)(6) cleaner for (B)(6) hrs. Step 2 ¿ autoclave for (B)(6) min (B)(4) degrees. Once the decontamination and autoclaving processes were completed, a swabbed residue analysis was performed the specifics of which are contained in the attached ¿residue analysis of swabs from (B)(4) depuy synthes¿ report and the results provided; ¿this study found no significant residues transferred from the solid samples or in the extracts. The presence of a residue could not be determined visually or by this analytical method¿. The complaint therefore could not be confirmed, the complained residue source/root cause could not be determined and the dcrm adequately addresses this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via email on (B)(6) 2014 that there were issues with sterilization of synapse instruments from an evals set. It was reported that the trays were sent to be cleaned and sterilized. When the sets were opened in the operating room, the instruments were covered in an oily residue. No other trays were reported to have these issues. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.